Event description:
At 1830 IV tubing noted to be clamped off, pump had not alarmed "occluded" etc. Since 1530. Infant receiving "special fluids" (hyper-al). Md notified. Since pts glucose was known to be too low, diow bolus IV given, glucose checked 30 min. Intervals until stable. Old pump replaced.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: alarm failure. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.